Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device . The customer experienced symptoms described as redness, soreness and discharge at the insertion site. The customer had contact with an healthcare professional who prescribed amoxicillin, sulfamethoxazole (antibiotics), and clavulanate potassium tablets for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0fr41dway has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.all pertinent information available to abbott diabetes care has been submitted.